Event description:
It was reported the bd vacutainer® k3e 5.4mg plus blood collection tubes experienced missing component of product. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated "six edta tube inserts had 1 to 2 tubes with missing grey caps and are therefore unusable.¿

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to timing issue on the stopper/cap assembly unit. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k3e 5.4mg plus blood collection tubes experienced missing component of product. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated "six edta tube inserts had 1 to 2 tubes with missing grey caps and are therefore unusable.¿